Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed a shaft break. The device was received in two sections as a result of a break in the hypotube. The break was located at 21.9cm distal to the strain relief. Microscopic examination of the break site found that the break occurred as a result of a severe kink that developed in the shaft. A severe kink was noted in the distal section of the hypotube break at 1.9cm distal to the break site. A detailed examination of the profiles of the tip, crimped stent and balloon found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery (rca). A 28x3.50mm liberte stent delivery system (sds) was advanced but did not cross the tortuous lesion. It was noted that the catheter shaft broke into two pieces inside the guide catheter. The sds and the guide catheter were remove as a system. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery (rca). A 28x3.50mm liberte stent delivery system (sds) was advanced but did not cross the tortuous lesion. It was noted that the catheter shaft broke into two pieces inside the guide catheter. The sds and the guide catheter were remove as a system. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is stable.